Manufacturer narrative:
The sample was returned for evaluation. A follow-up report will be submitted once the investigation has been completed.

Event description:
Tried to place option filter in ivc. Filter would not open up. Had to recapture filter and remove. On inspection of the filter-the legs have plastic wrapping around them.

Manufacturer narrative:
A review of two filters returned from the customer found sheath ptfe lining around the retention hooks (caudal), confirming the complaint. Sheath delamination with this product is a known problem that is actively being investigated. CAPA c-2020-052 has been initiated to capture root causes and corrective actions to be taken.

Event description:
Tried to place option filter in ivc. Filter would not open up. Had to recapture filter and remove. On inspection of the filter-the legs have plastic wrapping around them.